Event description:
(B)(4). I have horrible period cramps, heavy bleeding and clots, my stomach seems swollen and hard. I have pain in my stomach almost always, I'm always tired and itchy .. Yes insurance paid for this.